Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was extra plastic on the bd insyte¿ autoguard¿ bc shielded IV catheter tip. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that there was extra plastic on the bd insyte¿ autoguard¿ bc shielded IV catheter tip. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: yes, investigation summary: received one 20ga bd insyte autoguard blood control IV catheter unit within an opened package from lot 8102501. All components were present and intact with not visible anomalies or damage. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #8102501 regarding item #382533. DHR review indicates lot 8102501 was manufactured (built and packaged) on afa line 11 on 14apr2018 through 18apr2018 for a total quantity of (B)(4) ea. All challenge, set-up and in process samples were performed according to the quality sampling plans and all passed per specifications and no quality notifications were initiated during production. In process samples for foreign/non-foreign material, and particulate loose or embedded were performed at various stages throughout the process, all the inspections passed per specifications. Sap (qn) database review was conducted for this investigation which disclosed that there were no reject activity findings relevant to the alleged defect associated with the lot number provided for this incident. Microscopic evaluation revealed there was fm (clear substance) present at the bevel of the cannula/needle. The fm was identified to be non-foreign (soiled lube) that was carried on during the lubrication process. There was also a black colored fiber attached to the soiled lube. The soiled lube was easily removed from the needle with forceps. During removal it was observed that the soiled lube had a gummy characteristic and upon removal the soiled lube took a lumpy appearance. There was no confirmation to when/where the colored fibers were introduced to the catheter as the unit was out of packaging. The characteristics of the fm (non-foreign / soiled lube); was evidence to confirm and support manufacturing process related issues for the reported defect of the returned unit; as the non-foreign (soiled lube) was introduced during the manufacturing process. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Analysis of peura (end user risk analysis) disclosed that due to low occurrence and limited severity, current risk is acceptable.